Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella drill guide isn't staying properly attached to the patella drill clamp.

Manufacturer narrative:
Examination of the submitted device determined that the ball plunger was functional, however the connection was loose. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.